Event description:
This retrospective research article evaluated tricuspid regurgitation (tr) in those with secondary mitral regurgitation (smr) treated with transcatheter edge-to-edge repair of the mitral valve (m-teer). It was reported that patients had undergone m-teer with a mitraclip device between december 2009 and february 2021. Complications identified included: tricuspid regurgitation, mitral regurgitation, heart failure, all-cause mortality, and hospitalizations. The article concluded that improvement in tr occurs in more than one-third of patients undergoing successful m-teer for smr. Details provided in the attached article titled: ¿evolution of tricuspid regurgitation after transcatheter edge-to-edge mitral valve repair for secondary mitral regurgitation (smr) and its impact on mortality¿.

Manufacturer narrative:
Age or date of birth: mean age. Gender: majority gender. Date of event: estimated. UDI #: the UDI is unknown as the part and lot numbers were not provided. Implant date: estimated. The device was implanted and will not return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attachment: ¿evolution of tricuspid regurgitation after transcatheter edge-to-edge mitral valve repair for secondary mitral regurgitation (smr) and its impact on mortality¿ the patient death referenced is filed under a separate medwatch report number.

Manufacturer narrative:
A2: mean age. A3: majority gender. B3: estimated. D4: the UDI is unknown as the part and lot numbers were not provided. D6a: estimated. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported mitral regurgitation (mr), tricuspid regurgitation (tr), heart failure, and death could not be determined. The reported patient effects of mr, heart failure and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.